Event description:
It was reported that the fiber cap detached at 1,000 joules into the case and was retrieved. No further info was provided or was available regarding the fiber cap detachment. The procedure was completed with a third fiber. There was no pt injury. The pt outcome was reported as "okay". The procedure had been initiated with a different fiber, which was also reported (reference MFR report number 2937094-2012-00295).

Manufacturer narrative:
(B)(4).